Event description:
Hip revision for peri-prosthetic fracture of tritanium/accolade 2 thr completed in 2021. The surgeon assessed the original shell fixation and liner integrity. He observed the poly liner was having increased translation within the shell with manual force applied. The old poly liner was removed and a new replacement liner was inserted which locked in satisfactorily and proceeded to continue on with the case.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.